Event description:
It was reported the connector was broken. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial connector is broken. Upper and lower cases, control knob, and battery drawer are broken. Battery release is contaminated. Both bail covers, ring cover, four case screws, ring cover screw bails, and ring are missing. Lead flex cover is corroded. Battery contacts are compressed. Keyboard window is scratched. Serial number label is damaged. Display is missing columns. Encoder flex is out of electrical specification; ventricle does not adjust correctly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.